Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the repeat pattern code caused the issue. A technical support specialist contacted the customer to confirm the problem affecting two devices. After reviewing the medication identification (medid) and order identification (orderid) examples, the specialist completed knowledge article (ka) orders not showing on due now screen freetext custom frequency code to resolve the issue. The customer confirmed that the repeat pattern code was no longer in use and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several medications that were due within sixty minutes did not populate on the 'due now' screen in the patients' medication profiles. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.